Manufacturer narrative:
The unit was received with a detached end cap. Unable to perform displacement test due to detached end cap. Unit received with cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.

Event description:
The customer reported via phone call that the drive support cap was pushing out after the insulin pump was dropped. The patient's blood glucose at the time of incident was 200 mg/dl. The insulin pump was returned for analysis.